Event description:
An article titled ¿an electrical cause of stridor: pediatric vagal nerve stimulators¿ was received which reported that the child patient resented to the pediatric otolaryngology clinic with complaints of stridor and sleep apnea following implantation of vns devices. The patient presented with a history of obstructive sleep apnea despite bipap therapy. The patient¿s cerebral palsy was complicated with epilepsy requiring vagal nerve stimulator implantation at the age of (B)(6). The patient¿s mother noted nightly, intermittent stridulous breathing and apneic episodes corresponding with vns activation and subsequently improved with setting adjustments. These symptoms started after implantation of his vns and resolved for a period of time when the vns was turned off. When the vns was reactivated, his symptoms once again worsened. The study authors performed flexible fiberoptic laryngoscopy in clinic. During the laryngoscopy, adduction of his bilateral true vocal cords (tvc) and contraction of his supraglottis were noted each time his vagal nerve stimulator fired. The patient¿s vns settings were decreased to 1.0 ma and subsequently to 0.75 ma. Three years after these adjustments, the patient¿s stridor and apneic episodes remained absent and his seizures controlled at the new vns settings limited by patient tolerance and thick secretions obscuring visualization of the larynx. The patient was further evaluated in the operating room with direct laryngoscopy and bronchoscopy. The second patient is reported in MFR report #: 1644487-2015-03619. Good faith attempts for additional relevant information have been unsuccessful to date.